Event description:
It was reported that patient presented in the emergency room due to bradycardia. It was noted that right ventricular lead exhibited loss of capture. Programming changes were made. The patient was stable.